Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, minor scratched display window and missing end cap sticker.

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was 400 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer cannot complete the prime process. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.